Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's battery pack was not holding a charge. The patient was unable to download from home and would be traveling to the doctor's office to download. Support contacted the patient. He stated that the battery pack will not charge and will not start the monitor. He stated that it was flashing the "battery pack fault" led on the battery charger. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably a random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.